Event description:
The rptr indicated the surgeon inserted and removed a 13.7mm micl 13.7 implantable collamer lens during the same surgery due to the wrong diopter lens was inserted. The technician had pulled the lens for the other eye in error, there was no icl malfunction or mislabel, it was due to technician error. There was no pt injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4): eval: method: lens work order search. Result: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, the root cause of the event was due to technician error. (B)(4).